Manufacturer narrative:
The DHR was reviewed for lot#9000843 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. To date, items of the same lot have been sold without any similar reported event during the period of review.

Event description:
A healthcare professional reported about faulty packaging of the implant nm-f3713 lot#9000843. The implants wasn't used. The device was forwarded to the manufacturer. No other medical issues were reported.

Manufacturer narrative:
UDI related data quality updates only.